Manufacturer narrative:
Connected related records in h10..

Manufacturer narrative:
Date if event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had discomfort at the lead sites and ineffective stimulation that was not resolved. As a result, surgical intervention was undertaken on (B)(6) 2026 where the system was removed to address the issue.